Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument main tube had deep scratches/gouges. There were a few spots with scratches deep enough to show the metal underneath. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si bowel grasper instrument insulation was noted to be peeling. No patient harm, adverse outcome or injury was reported.